Manufacturer narrative:
The main component of the device system the relevant components include: product ID: neu_unknown_cath, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 10 mg/ml morphine at 0.06 mg/day via an implantable infusion pump for an unknown indication for use. It was reported that the patient's catheter had migrated. The patient had a catheter revision. No further information was provided. No further complications were anticipated/reported.